Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00983112 case subject: npi 8015 error 133.6080 account name: ohio state university hospitals account #: 19995789 asset name: asset location: contact: bryce palm contact email: bryce.palm@oshmc.edu contact phone: 717-575-1533 contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8015 unit giving him a 133.6080 error. Sn: (B)(4) failure device type: failure problem type: failure mode: case resolution: used ka 11952 alaris infusion error 133.6080 to troubleshoot. Cause was due to a low battery charge. Had biomed charge the battery and issue resolved. Ref:_00d30y0yr._5000l1qkfwv:ref